Event description:
The customer obtained false positive alinity I total b-hcg results for two samples. The following initial and repeat results were provided: (B)(6) 2022 patient 1: 56.7 and <2.4 miu/ml ,(B)(6) 2022 patient 2: 196.0 and <2.4 miu/ml , and no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no specific patient information was provided.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I b-hcg, list number 07p51-21 and manufacturing site longford, irl to alinity I processing module, list number 03r65-01, and manufacturing site irving, tx. MDR number 3016438761-2022-00218 has been submitted and all further information will be documented under that MDR number. H3 other text : the cause of the issue was determined to be the analyzer refer to MDR # 3016438761-2022-00218.